Event description:
It was reported that customer experienced cgm error 42 while using pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping address, instructed customer to place pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement device.